Manufacturer narrative:
(B)(4). Batch # r92327. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. In addition, it was also found that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a lower anterior bowel resection, the surgeon was dissecting the colon around the splenic flexure when the generator displayed an error code and the device failed to test. Another device was opened, plugged in, and worked just great. There was no patient consequences reported.